Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. Upon visual inspection the devices was received with the outer sheath broken at the proximal site near to the retention pin. In addition, it was noted that the shaft was completely loose from the shroud and internal components were disengaged. The damaged of the outer sheath do not allow the assembly or disassembly. Due to the condition of the device no functional test could be performed. The device was disassembled and it was found that the internal wire got disconnected the as a resulted of the torquing on the shaft. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a uterine procedure, an error occurred. The error code was unknown. The blade was broken off during use on a myoma. The broken piece was retrieved from the patient by hand. There was no bleeding due to the event. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient